Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was treated with an unspecified drug intraperitoneally. At the time of this report, the patient had not recovered from the event. It was not reported if pd therapy was ongoing. No additional information is available.